Manufacturer narrative:
(B)(4). Investigation summary: the analysis found that one pcee60a device was returned with no apparent damage and with no reload present. During further evaluation, the device was noted to be non functional. In order to evaluate the condition of the internal components the device was disassembled. Upon disassembling, evidences of corrosion were noted on the motor. No functional testing could be performed due to the returned condition of the motor. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. One possible cause for this condition may be the exposure of cleaning solution. Please reference the instruction for use for more information. It should be noted that as part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The device was received with no event details. Attempts were made to obtain details and no information was provided. No patient consequence reported.

Manufacturer narrative:
(B)(4). Date sent: 12/14/2020. B3: actual date unknown. B3: date of event on initial report was submitted blank as the date was not provided. Correction being submitted as (B)(6) 2020, actual date unknown.